Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. Chest x-ray revealed that the lead had dislodged. The lead was repositioned. The patient was asymptomatic and stable.